Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 03/2025).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly unraveled. It was further reported that the balloon allegedly caught in stent. Reportedly, balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation. During visual evaluation, the balloon was noted to have frayed and unraveling fibers. No anomalies were noted to the luers/y-body. During functional evaluation, an in-house presto inflation device was used to inflate the balloon to 16 atm. The balloon maintained pressure and no water was noted to be streaming from the balloon. No other functional testing was performed. Two photos were provided and reviewed. The photos show the atlas gold balloon which appears bloody. Unraveling of the fibers at the center of the balloon can be seen. Therefore, the investigation is confirmed for the reported unraveled fibers and identified frayed fibers as unraveling and fraying of balloon fibers were noted on the returned sample and provided photos. However, the investigation is inconclusive for the reported entrapment as the conditions of use could be replicated in the laboratory. The investigation is unconfirmed for the reported balloon rupture as no rupture was noted on the balloon. A definitive root cause for the reported unraveled material, entrapment, balloon rupture and identified frayed fibers could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 03/2025), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly unraveled. It was further reported that the balloon allegedly caught in stent. Reportedly, balloon allegedly ruptured. There was no reported patient injury.